Manufacturer narrative:
The hospital is not releasing the instrument for evaluation, but we did find out that the instrument was repaired by a third party repair group. Karl storz does not authorize third party repairs nor does it supply replacement parts. We cannot confirm this device was repaired per original specifications.

Event description:
Allegedly the doctor was performing a cystoscopy stone removal when the jaws broke off the device and fell into the pt. The doctor scoped the tried to retrieve piece, bt was unsuccessful. He converted to open procedure and removed the broken piece. The pt was admitted to hospital. The procedure was completed and there was no injury to the pt; pt condition post-op was good.